Manufacturer narrative:
Inspected one opened and used sensor. Performed bicarbonate buffer test. Sensor passed per specification with accurate readings.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It is reported that a customer had issues with the sensor on his insulin pump. The patient's blood glucose level was at 237 mg/dl. The customer states that inaccurate readings with blood glucose and sensor glucose. The customer was assisted with trouble shooting and was informed that the issue might be that the there was a bent cannula. The customer was informed that the sensor needs to be replaced. No further information was provided.